Event description:
There was an allegation of questionable tina-quant hbalc gen. 3 results from the cobas 8000 cobas c 502 module. The initial result was 7.45% and the repeat result was 4.35%. The sample was repeated on a cobas c501 analyzer and the result was 4.26%. The repeat results were believed to be correct.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the analyzer and found water splashing around the cuvettes. He adjusted the washing level of the cuvettes (cuvette washing station), decontaminated the sample and reagent probes, and checked the rinse station, valves, and washing. He replaced the lamp and all reaction cells. The investigation determined the service actions resolved the issue.